Manufacturer narrative:
Correction: date of explant - explant date should have been (B)(6) 2018 rather than (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during wound check follow-up in clinic around two weeks after system implant, ecchymosis and erythema was observed. The incision was re-dressed. Incision site was noted to be healing well at the following two week follow-up. A month later, the system was explanted due to systemic infection. The source of infection was unknown. The patient was dependent, so a temporary right ventricular lead was placed until the infection is cleared with antibiotics. Patient¿s condition was stable throughout the event.